Manufacturer narrative:
Compromised force system sensor alarm during basic occlusion test due to drive support disk. Unable to perform prime and system sensor test due to loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was 238 mg/dl at the time of incident.. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details given.